Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer functioning. During the subsequent surgical procedure, a fluid loss was identified in the reservoir, which was found to be empty. It was also noted that the patient presented with scar tissue and fragile tissue. The ipp was replaced, and no additional patient complications were reported.